Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed in february 2010 and performed to specification up to the 29th september 2013. Multiple manual power ups of ten minutes duration were recorded between (B)(4) 2013 and the last log entry on the (B)(4) 2015. An increase in voltage suggests a further pad-pak was installed which later became depleted.investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted.the pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.